Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported pain, swelling, mobility and peri-implantitis.

Event description:
Mobility, swelling, and pain were reported. Doctor states the implant developed peri-implantitis. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.